Event description:
Info received on (B)(6), 2012 stated that the pt had been explanted. Further info received stated that the conductor link had been explanted. Further info received stated that the conductor link had been accidentally cut by the surgeon during middle ear revision surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.